Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant had a impella cp placed to support a patient admitted in from the community to the tertiary center. Care was escalated from an intra-aortic balloon pump to an impella cp but the pump came out of position and could not be redelivered and so it was explanted and replaced. The patient expired on the second pump. However, we cannot disassociate the patients outcome from the first pump.

Manufacturer narrative:
The investigation of positioning issues has been completed. The impella device was not returned for evaluation. The cause of the positioning issue was most likely use related as the physician pulled the pump across the valve when inserting the repositioning sheath.